Event description:
Complainant alleged that while attempting to pace a pt (age and gender unknown), the pt expired. Zoll has made numerous attempts to collect additional info regarding the reported event. Zoll is unable to determine if a device malfunction occurred in this instance and if so, attributed to the pt outcome. The customer indicated that they would not be releasing info to zoll until they receive a response to the report they submitted to the FDA.